Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that latch micro switch for tower door 3 was faulty. The field service engineer (fse) replaced latch micro switch for tower door 3. The repair was tested successfully in hardware test application (hta) and the medication application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 latch was clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.